Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, it was observed prior to implantation that the implant was perforated. Another replacement implant with the same diopter, same model, and same company was used, and the procedure was completed on the same day with no clinical consequences for the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product sn6at3-t9 that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4).